Manufacturer narrative:
Device mfg date was updated based on product download. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
The customer reported receiving an error message after one day of wearing the adc freestyle libre sensor and was unable to check blood glucose. The customer further reported falling when he fainted and lost consciousness. The customer was taken to the emergency room where he was diagnosed with hypoglycemia and administered an unspecified injection and given metformin (anti-diabetic) pill. Additionally, glyburide (anti-diabetic) pill was also given to the customer the next morning. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving an error message after one day of wearing the adc freestyle libre sensor and was unable to check blood glucose. The customer further reported falling when he fainted and lost consciousness. The customer was taken to the emergency room where he was diagnosed with hypoglycemia and administered an unspecified injection and given metformin (anti-diabetic) pill. Additionally, glyburide (anti-diabetic) pill was also given to the customer the next morning. No further treatment was reported. There was no report of death or permanent impairment associated with this event.